Manufacturer narrative:
D4: device serial number populated. D10: the device was returned to the manufacturer for evaluation on 21 july 2020. H6: method, results and conclusions codes populated now that device evaluation is complete. Device evaluation: the device was returned and evaluated on 23 july 2020 by a cross functional engineering team. A kink was identified 7.3cm from the device's distal tip. No breach or broken fibers were seen at this area of the device. At the distal tip and proximal coupler of the device 1/4 of the fibers were dead. A kink was present on the device's working length, just distal to the bifurcate handle of the device. There was a confirmed breach in the outer jacket and broken fibers in this area. Historically, the manufacturer has seen this failure at the bifurcate when excessive forces are applied to the side of the outer jacket at or near the bifurcate. The device becomes kinked and then broken fibers at the area of the kink produce laser energy, which creates a breach in the outer jacket. It was reported that the glidelight laser sheath broke/kinked at the handle during use in the patient. Due to this report and the evaluation findings, this event is determined to be a use related failure. H3 other text : placeholder.

Manufacturer narrative:
Patient information unavailable. The manufacturer is awaiting return of the device for evaluation but it has not been returned at this time. Due to the covid-19 crisis, the device return may be significantly delayed. Although the device has not been returned or evaluated, historically the manufacturer has seen this failure mode when excessive forces are applied to the side of the device's outer jacket distal to the bifurcate handle on the device's working length. With this excessive force the device becomes kinked and then broken fibers at the area of the kink produce heat, which creates a breach in the device's outer jacket, emitting light from the area of the kink.

Event description:
A lead extraction procedure commenced. Procedure details have been requested, but at this time have not been obtained. The physician was using a spectranetics 14f glidelight laser sheath to attempt lead extraction. During use, the glidelight reportedly broke and kinked at the handle. The physician recognized the kinking by detecting light coming out of the sheath at the handle. The glidelight was removed from the patient, and the physician used a spectranetics tightrail sub-c rotating dilator sheath to complete the case. There was no reported patient harm. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. The manufacturer is anticipating the return of the device for evaluation but has not received the device at this time. Due to covid-19 crisis, the device return may be significantly delayed.